Manufacturer narrative:
Initial reporter address: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; however, photos were provided. The visual inspection did not observe the reported leakage from replacement pump segment. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment, an external blood leak was observed from a prismaflex m100 set c. There was no report of patient injury or medical intervention associated with this event. No additional information is available.